Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he was experiencing immense pain where the implant was located and in the surrounding area. The patient stated that it hurt, it hurt with movement and it felt like it was going into the muscles and nerves and when touched or lying down. The patient was scared that there could be breakage or leakage. The patient reported that the issues started a couple of weeks ago and progressively became worse. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.